Manufacturer narrative:
Device return is not required. Contract manufacturer: dexcom inc. (B)(4). (B)(6).

Event description:
On (B)(6) 2018 the reporter contacted animas corporation, alleging a dex 076 issue. It was reported that the sensor wire had become detached and was found inside the applicator stick. There was no indication that the device caused or contributed to a serious adverse event. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because a device component is missing.